Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain and chronic low back pain. A pump revision due to a pump pocket issue was reported, the patients pump would be revised/relocated due to the patient rejecting the pump as it was free floating with a post surgical fistula. This had occurred 2m post implant, in (B)(6) 2016. Information received on 2016-aug-19 from a manufacturing representative (rep) indicated that the revision case was to be performed on (B)(6) 2016. The rep thought that the pump would be moved to the other side of the body but did not know where the existing pump location was. The rep inquired about options for the revision as she thought the surgeon would also inquire about it. The rep later indicated on 2016-aug-22 that the doctor moved the pump from one side of the body to the other. The doctor did not say why the pump was moving in her body. The doctor took a culture of the pocket but did not get the results when they were in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.